Event description:
Patient was confused and attempting to get out of bed. Bed alarm was on and had alarmed 10 minutes prior. Patient found on floor and no alarm sounded. Patient sustained a head injury resulting in a hematoma. B.o. (B)(6) 2014 and he was transferred to ICU for close observation. Patient was eventually transferred to palliative care and died on (B)(6) 2014.